Event description:
It was reported from (B)(6) that the power drive device does not function. The reporter states that there is an ¿issue with the device motor.¿ it is unknown if the malfunction occurred during a surgical procedure. It is unknown if there was any patient or user involvement. It was not reported that there were any delays in the surgical procedure or if a spare device was available for use. The exact date of the event was unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which showed that the motor had seized, and was rough running. The assignable root cause was determined to be due to faulty material. If additional information should become available, a supplemental medwatch report will be submitted accordingly.